Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 3387 serial# (B)(6) implanted: (B)(6) 2007: product type lead product ID 3389 serial# (B)(6) implanted: (B)(6) 2007: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Other relevant device(s) are: product ID: neu unknown lead, serial/lot #: (B)(6). Product ID: neu unknown lead, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on (B)(6) 2021, the patient had a first episode evoking a comital seizure with a focal appearance that is secondarily generalized. They no longer responded and falls backwards with at this moment a diffuse hypertonia associated with blockpnea, deviation of the head to the left, followed by noisy breathing and loss of urine. The patient felt dizzy before losing consciousness. They presented 3-4 days before this crisis an episode of falling forward without witness in their garden, from which they retained total amnesia. In post-criticism, the ide noted a facial asymmetry evoking a left lower facial paralysis associated with a more marked deficit of the left upper limb. Electroencephalogram was done and medication (vimpat) was administered. The etiology was indicated as due to worsening of cognitive disease and possibly related to the device, therapy, and/or implant procedure at the lead/electrode contact location. The issue was unresolved with no further action planned.